Manufacturer narrative:
Evaluation summary: about 7 years have passed since this case was shipped on (B)(4) 2015. During that time, it had been repaired many times, but there were no problems related to the imaging system, so the ccd assembly and driver board had not been replaced. Therefore, it was determined that the imaging system had short-circuited due to aged deterioration (about 7 years since it was manufactured), and the image could not be captured. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 20-oct-2015 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 20-oct-2015. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Customer reported that a colonoscope was received back from pentax repair and when the customer plugged the scope into their processor the screen/image was black, no image. The scope had been sent in for service because of poor/distorted image. This event occurred at the time of before use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.